Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels for the past three days. When the user attempted to troubleshoot on their own, it was reported that the base of the cartridge leaked. Additionally, it was reported that another cartridge leaked near the patient line. The user would install a new cartridge. The user's bg level was reported to be in the 300's (mg/dl). The bg level was addressed with a bolus via the pump.